Event description:
After pump replacement the pt was restarted on the same high dose he had been on prior. The hcp believes that there was a catheter issues, as after replacement the pt overdosed and ended up in the hosp. The dose was adjusted to 132 mcg/day and the pt stabilized.